Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No further patient information is available. A review of tickets was performed for reagent lot number 40695un20. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 40695un20 was identified.

Event description:
The customer generated falsely elevated architect stat troponin-I results for one patient. The customer uses the reference range < or = 0.04 ng/ml. The following information was provided: sid (B)(6) initial result plasma 0.056 ng/ml, serum 0.032 ng/ml. Repeat: plasma 0.041 and serum 0.027 the results were questioned by the emergency department physician who questioned the positive result and released the patient based on the negative result. Patient was never redrawn. No impact to patient management was reported.